Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed calibration error and change sensor. Customer's blood glucose level was 91 mg/dl. Customer did not change sensor he reset to link to new sensor and customer declined to do troubleshooting. The only troubleshooting that was done was for bad sensor. Verified alarms in history. Sensor was inserted on (B)(6) 2014 in the abdomen. Alarmed occurred during wile customer was sleeping. Bad sensor occurred after second consecutive calibration error. No further information reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used enlite sensor and performed bicarbona buffer test. Sensor failed per specifications due to low readings.